Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture of the right ventricular (rv) lead. It was also reported the rv lead had the following issues: high impedance, noise and short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.